Event description:
The facility reports the patient was being transferred to wheelchair. Once in position carers attempted to raise the lift but it would not move. The o.t. And r.n. Moved the wheelchair from under the transfer bar with.